Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated optical fiber 2 did not meet specifications for optical properties and contact force was lost immediately following insertion into the patient. However, when the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent delay remain unknown.

Event description:
Related manufacturing ref: 3008452825-2021-00595. During a premature ventricular contraction (pvc) ablation, two ablation catheters did not report contact force. The equipment was checked and the catheter was removed and inspected. Another catheter was inserted and the same issue occurred. A third catheter was used to complete the procedure with no adverse consequences to the patient.